Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the window of a 6f exoseal vascular closure device (vcd) would not display when pulling back the device. The device was removed without deployment, and the technician held manual pressure to achieve hemostasis. There were no reported injuries to the patient. The device was used per the instructions for use (IFU) and was properly stored and opened in the sterile field. The user was trained to the device. Additional information was requested but was not provided. The device was not returned as expected.